Event description:
It was reported that that patient presented remotely via merlin.net transmission. Analysis of the transmission showed that the right atrial (ra) lead exhibited noise oversensing that caused inappropriate mode switch. No programming changes were made. The patient status was unknown.